Event description:
It was reported that there was a leak at the connection site between the patient line of the cassette and the transfer set. This occurred during an unknown step of peritoneal dialysis therapy. The patient was connected to the device at the time of the reported leak. Upon follow up with the patient¿s nurse, it was noted that the patient had not secured the connection between the patient line and the transfer set prior to initiating therapy. As a precaution, the patient was treated with an unspecified antibiotic. The technical service representative assisted the patient with ending therapy and the patient completed therapy using manual supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line of the cassette was incompletely connected to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.